Manufacturer narrative:
A field service engineer inspected the analyzer and found the complete water bath (rohs) was leaking and the cuvette dry tip was dirty. Both parts were replaced and were identified to be the likely causes. A review of the architect serial (B)(4) service history identified no contributing factors on or around the date the event was found. There was no subsequent report of erratic or discrepant sodium results once the complete water bath (rohs) and cuvette dry tip were replaced. Labeling was reviewed and contains adequate information regarding precautions and limitations as well as information regarding troubleshooting erratic/discrepant results. A review of tracking and trending data for similar complaints identified no adverse trend for the complete water bath (rohs) or the cuvette dry tip. Tracking and trending data for the c4000 analyzer revealed no systemic issues or adverse trends and the erratic result rate is within acceptable limits with no trends identified. Manufacturing documentation for the likely cause parts were reviewed and did not identify any issues. Based on the information within the complaint record no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results while using the architect c4000 analyzer ict module. The following data was provided. The customer uses normal range 135 to 145 mmol/l. Sid (B)(6) initial 109.6 mmol/l, repeat 137.4 mmol/l. No impact to patient management was reported.